Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the venous port was broken during the procedure.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no nonconformance reports (ncr) related to the reported issue for the involved lot. No changes were identified that may impact the product or process related to the reported condition during a period of six months prior to the manufacturing date. The product sample was returned for investigation. The catheter did not present signs of use; however the venous adapter shows marks in the thread. Additionally the blue adapter was not received assembled to the catheter. The venous adapter present cracks on the thread pitch area. Additionally, the adapters present marks that could indicate the use of an instrument. An ishikawa diagram was used to determine the potential causes for this event. Based on the fishbone diagram, the possible causes were identified: man operator failed to follow process and inspection procedures: manufacturing performed 100% inspection for cracked adapters and the incoming inspection was performed. Additionally no deviations were found after the DHR review. (Discarded). Customer misuse (instructions for use, IFU, were not followed causing the adapter to over tightening): based on visual inspection of the catheter, the arterial adapter was found cracked after being in use for an undetermined amount of time. Additionally the instructions for use (IFU) state that the customer has to perform an inspection before using the device. Based on complaint description and complaint notes, this issue occurred during the initial placement; however the adapter was received separate of the catheter and showed several marks on its surface which implies heavy manipulation that could be related to the reported condition. For these reason this potential root cause could not be discarded. (Not discarded). Machine: not a factor. Adapters are purchased components assembled manually (discarded). Measurement: no potential causes were identified under this category. The DHR was reviewed and no deviations related to this failure mode were found. (Discarded) material: defective material: no deviations were found after the DHR review and the issue was not identified prior to use. (Discarded). This issue has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; therefore it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as misuse: the instructions for use were not followed causing the adapter to over tighten. No complaint triggers or trends were identified; therefore no corrective or preventive actions are required. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.